Event description:
The customer contact reported that during preventive maintenance testing at the user facility, the device delivered less than expected. There were no reports of any adverse events while the device was in clinical use. Though requested, no add'l info was provided.

Manufacturer narrative:
Testing and investigation found the device underdelivered. This was due to the plunger coupler gap that measured out of tolerance. This report represents all the info known by the reporter upon query by hospira personnel.